Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with the pulse generator in high output mode. The patient was bed-bound and unable to be evaluated in clinic. No interventions were made. The patient will continue to be monitored remotely.